Manufacturer narrative:
(B)(6). Media review: a review of the images available could not confirm the alleged stent inadequate expansion as due to the quality of the image no stent frame is clearly visible. The images show what appears to be a delivery system balloon sitting on a wire and expanded just in the mid to distal regions with the proximal region remaining unexpanded. The angiographic images also show a severe bend in the vessel near the mid-proximal region, which corresponds to the area of unequal balloon expansion.

Event description:
It was reported that stent inadequate apposition occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified from the left main (lm) to left anterior descending artery (lad). A 7fr non-bsc introducer sheath was inserted. After a non-boston scientific guidewire crossed the lesion, pre-dilatation was performed with a 2.5 non-compliant balloon catheter. After the 3.50 x 28mm synergy xd drug-eluting stent was placed, post dilatation was performed with a 3.5 non-compliant balloon. However, during the procedure, inadequate proximal stent expansion was encountered and was suspected to have been caused by the bend at the lad. Balloon expansion was initiated from the proximal side, and it was considered unusual that only the distal portion was expanded. Minimal calcification was observed at the proximal stent site (lm), and the vessel diameter was assessed to be sufficient. The procedure was completed without any reported patient complications.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) center.

Event description:
It was reported that stent inadequate apposition occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified from the left main (lm) to left anterior descending artery (lad). A 7fr non-bsc introducer sheath was inserted. After a non-boston scientific guidewire crossed the lesion, pre-dilatation was performed with a 2.5 non-compliant balloon catheter. After the 3.50 x 28mm synergy xd drug-eluting stent was placed, post dilatation was performed with a 3.5 non-compliant balloon. However, during the procedure, inadequate proximal stent expansion was encountered and was suspected to have been caused by the bend at the lad. Balloon expansion was initiated from the proximal side, and it was considered unusual that only the distal portion was expanded. Minimal calcification was observed at the proximal stent site (lm), and the vessel diameter was assessed to be sufficient. The procedure was completed without any reported patient complications.